Manufacturer narrative:
(B)(4). Upon further review of the reported event, it does not meet the FDA criteria of a serious injury, therefore it is being reported as a malfunction.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the pph03 device arrived in good visual condition with only 5 staples present and partially formed, with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a hemorrhoidectomy procedure, it was hard to hear the complete firing stroke. The junior who fired the device held it for minutes forcefully and no crushing sound was heard. He was sure the indicator is on green zone before firing. He had to release the firing trigger. It was found that some staples were not fully formed and some were still intact in the staple housing. The procedure was changed to a conventional hemorrhoidectomy procedure and the procedure was prolonged by 25 minutes. There was no reported patient impact.